Event description:
It was reported that "the dilator immediately expands, twists and does not even pass through the skin, and if it passes through the skin, it expands during tissue dilation, gets stuck when pulling out, damages the tissues. The guidewire also bends, it happened in practice that the dilator folded the guidewire and stuck". It was reported the "dilator end separated when already entered the skin and got stuck together with the guidewire". The insertion site was the subclavian vein. There was "no severe damage to the patient's health". It was reported "no severe tissue damaging, doctor indicated site bleeding, but another set was used to perform the procedure". The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: eptic without iodine. Qn #(B)(4). Associated mdrs: 3006425876-2023-00271; 3006425876-2023-00246. The actual device was not returned; however, the customer provided four photos for analysis. The complaint of dilator tip damaged was able to be confirmed by one of the photos. The image shows a dilator with a deformed tip and evidence of use (dried blood). A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. The customer report of dilator tip damaged was confirmed by visual inspection of the customer supplied photo. The image shows a dilator with a deformed tip and evidence of use (dried blood). However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Concomitant medical products: eptic without iodine (B)(4) associated mdrs: 3006425876-2023-00246.

Event description:
It was reported that "the dilator immediately expands, twists and does not even pass through the skin, and if it passes through the skin, it expands during tissue dilation, gets stuck when pulling out, damages the tissues. The guidewire also bends, it happened in practice that the dilator folded the guidewire and stuck". It was reported the "dilator end separated when already entered the skin and got stuck together with the guidewire". The insertion site was the subclavian vein. There was "no severe damage to the patient's health". It was reported "no severe tissue damaging, doctor indicated site bleeding, but another set was used to perform the procedure". The patient's condition is reported as fine.